Event description:
It is reported that the poly plug had already come off of the sliding cap when the package was opened. The surgeon reset the plug into the sliding cap and used it.

Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation as the surgeon reset the plug and used it. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.